Event description:
It was reported that pump generated cartridge alarm 20 while customer was using cartridge for insulin delivery, and issue did not occur during loading process. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge before contacting support, successfully loaded new cartridge, resumed insulin therapy, and issue was considered resolved with no additional outcome information reported.